Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (500 mcg/ml at 35 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient fell on (B)(6) 2015 and the doctor was concerned that the pump may be disconnected. It was noted the pump pocket was swollen (seroma) and the patient experienced tightly increased spasticity since the fall. The change in symptoms was noted as sudden. It was further reported by a consumer that they took an x-ray which determined the pump had flipped 180 degrees. The x-ray was performed because of the patient's swelling around and on top of the pump. The x-ray also showed a needle shaped object next to the pump. The consumer noted they believed the object was one of the anchors. It was further reported imaging and side port access were performed as troubleshooting and found the catheter still in continuity. No actions were needed to resolve the suspected catheter disconnect. The issue had been resolved. No outcome or intervention information regarding the flipped pump was provided. Follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.